Event description:
Pt states that one of the pumps sent on (B)(6) 2017 (two pumps sn (B)(4)) has a defected battery compartment. Pt states that she is not able to completely insert the second battery. Instructed pt to call pharmacy back with sn for defective pump but she never did. Dose or amount: remodulin 152nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2012 to present. Diagnosis or reason for use: pah. Maintenance due date: 09/01/2018. "Did the reported product fault occur while in use with a pt: no, did the product issue cause or contribute to pt or clinical injury: no. Did we replace device: yes." Reported to (B)(6).